Manufacturer narrative:
Initial and final MDR 1880680 - MDR 3003442380-2024-06223 - device 1 of 2. (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set cannula bent events, on (B)(6) 2024 and (B)(6) 2024. Both the events occurred within 3 hours of insertion and the insertion site was at abdomen. The blood glucose level at the time of first event was 201 mg/dl and second event was 295 mg/dl. Patient treated the second event with correction bolus via pump injection followed by changing soft cannula infusion set and resumed insulin successfully for both events. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.